Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive surprise, and the lens was never in the correct recommended axis. The lens was repositioned but that did not resolve the problem as the lens is still not in correct axis. Lens remains implanted. Surgeon is still deciding resolution. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.